Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, there is no lot specific product quality issue found. Potential factors that may contribute to sidearm leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, or loose connections. The investigation has determined that the reported inflation issue and leak are not related to a potential product quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo superior femoral artery (sfa) that is 99% stenosed. A 6.0x40mm armada 35 dilatation catheter was attempted to be inflated; however, the balloon failed to inflate. It was noted the device was losing pressure when attempted to inflate. The device was removed and a non-abbott balloon dilatation catheter was used and the procedure was completed successfully. There was no adverse patient effects and no clinically significant delay. No additional information was provided.